Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that the pt developed an infection approximately two months after generator replacement surgery and that the generator "popped out." It was reported that the generator was reinserted and that the pt was prescribed a three-week course of IV antibiotic treatment. Approximately five months later, the generator site again became swollen and discolored and in the following month, fluid started to leak out from the chest incision site. The fluid was clear at first, but then turned to blood. It was reported that the generator site was grossly infected at that time. The pt's family member reported that the generator was explanted, leaving the lead in place and the pt was presribed another three-week antibiotic treatment. Treating neurosurgeon indicated that both the generator and lead (including electrode) were explanted and that the pt's wounds were healing nicely at follow-up visit approximately one week after surgery. The pt was not seen by neurosurgeon again until 19 months later at which time the infection had compeltely resovled and the pt's family was considering reimplant. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.